Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed functional damage to power extension cable in the form of the dc jack connector and pvc overmold being completely broken off from the wire. Broken internal wires were visible from this damaged area of cable. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported sparking from the patient electronics unit. The unit was replaced and there were no adverse consequences to the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.